Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that the cannula was blocked during cataract surgery. The surgery was completed by replacing with another cannula. There was no report of patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened cannula, in tip protector case with lid, in a bag was received for the report of cannula is blocked during surgery. Sample was visually inspected and found to be nonconforming. Foreign material in the ID of the cannula in the hub end. Sample was sent to particle lab for analysis and was found to best match epoxy resin. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the reported issue of the cannula clogged at the opening. The particle analysis found the foreign material best match to be epoxy resin. The cannula assembly is a component that is received at the manufacturing site from an external supplier. The root cause of the epoxy resin in the cannula ID in hub end is related to the supplier¿s manufacturing process. An investigation has been initiated in order to further investigate the foreign material in the cannula ID. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. This inspection includes visual inspection for foreign material. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).